Manufacturer narrative:
Concomitant products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 14-oct-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that excessive high impedances were run into during the patient's trial. Multiple external neurostimulators were tried but they still had the same problem. The physician decided to replace the lead to see if that was the problem.  However, there was still quite a few electrodes out of range. They were able to provide stimulation to the patient's area of pain. Impedances were run into at the end of the trial post operatively but after multiple attempts at reseating, they were able to get the impedances within limits and the trial patient was doing well. The lead was thrown away. Additional information was received. It was reported the manufacturer representative ran into high impedance us during a trial and were unable to provide stimulation. The lead was receded multiple times in both the 0¿7 slot and 8¿15 slot with the same results. Unfortunately no other option but to try another 97725 to see if that would help. The physician reseated the lead multiple times with the same results. After multiple attempts they were finally able to get decent impedances and therapeutic coverage. The issue was resolved at the time of report.

Manufacturer narrative:
Product analysis #(B)(4):analysis information -- 03/18/2022 15:54:09 cst pli# 20 product ID# 97725 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. The external neurostimulator (ens) passed functional testing. Continuation of d10: product ID 977d260 lot# serial# (B)(6) impla nted: (B)(6) 2022 explanted: (B)(6) 2022 product type screening device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 97725 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.